Event description:
Report received indicated that patient had a transient ischemic attach (tia). The patient was enrolled in the study. The target lesion location was the left proximal internal carotid artery and there is no occlusion in the contralateral side. The lesion's diameter stenosis was 80% measuring (8x20) mm (ref diameter by length). Total length of stented segment was 40.0mm. Qualitative lesion calcification was not documented; however, the lesion was eccentric with mild vessel tortuosity. Pre-dilatation was not documented. There was no thrombus present at the target site. One precise stent was deployed at its intended location. There was no stent malfunction reported. A distal protection device (angioguard) was used, which was deployed and retrieved successfully with no technical problems. Upon retrieval of the angioguard device, there was no debris found in the basket. There was 20% final target lesion diameter stenosis. It was indicated that the procedure was completed without neurological deficit. Same date of the index procedure, it was reported that the patient suffered a neurological deficit described, as hemiparesis on the right however the time of the occurrence is not known. This was diagnosed as a transient ischemic attack (tia). The onset was step-like and recovery was partial with minor residual. The patient remains hospitalized.

Manufacturer narrative:
This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.